Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. The customer stated for a few weeks now the reservoirs he is somehow letting air in through o-rings while filling tubing. The customer was advised to check insulin/fluid is visible in the battery, reservoir compartment or under lcd display. The customer found out that the current reservoir in use does not look at though there large bubbles. The customer stated change reservoir 3 or 4 times in past 3 days. The customer was advised that we are sending t-pack.